Event description:
It was reported that during skin graft procedures, the surgeon reported having issues with the device not firing correctly. The trigger would not close completely, the device would jam or sometimes the device fired malformed staples. No patient impact reported. No devices returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.